Event description:
Added local reaction for villous hypertrophic synovium.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) was used to capture medical device removal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient underwent a left attune tka on (B)(6) 2014 utilizing depuy cement. On (B)(6) 2016, she underwent a revision for tibial base loosening. Surgeon states she had a villous hypertrophic synovium consistent with the loose implant. Loosening noted to be at the implant-cement interface as surgeon states the tibial component was easily removed with a rongeur. All remaining cement on the bone was removed with an osteotome. Surgeon states there was a contained defect to the tibial plateau on the medial side requiring an impaction graft onto the tibia. Patella was not revised. Doi: (B)(6) 2014; dor: (B)(6) 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Medical records alleges pain, instability and implant migration.